Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had suspected premature battery depletion. It was stated that the patient had the ins put in and it was working, then three weeks later the battery died. It was stated that nurses at the patient¿s nursing home noticed his symptoms returning after 3 weeks of surgery. It was stated that the patient was not well enough to go through surgery again. It was stated that the manufacturer¿s representative read the ins ¿sometime in (B)(6) 2014¿ and determined it was depleted. It was stated that the caller wanted to note this was ¿a faulty battery¿. Additional information received reported said the manufacturer's representative did not interrogate the patient's device. It was stated that when he was at the doctor's office last wednesday ((B)(6) 2014) a healthcare professional (hcp) had said they might have a patient with a premature battery depletion. It was stated that the manufacturer's representative had no information indicating that a premature depletion had actually occurred. It was stated the representative never actually saw the patient. It was noted that one of the representative's colleagues may have seen the patient. No additional information was available.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v279269, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).